Event description:
It was reported via user facility medwatch report that the footboard display on the bed goes blank and will not come back on. Reportedly, when the display goes blank, the staff has been unable to verify settings or do anything with the pt programmed info or clear any existing therapies. No injury reported.